Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and the buttons were unresponsive. The customer¿s blood glucose was unknown at the time of incident. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer 's parent also reported that the insulin pump battery does not last long. Customer 's parent stated that a replacement battery and battery cap was sent and still having the same issue. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alarm due to buttons not responding.